Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic appendicitis resection, after loading a new reload into the handle, the device did not fire. The surgeon was able to pressed the safety button and squeezed the handle. To resolve the issue, a new handle with the same reload was used. There was no patient injury.